Event description:
It was reported that vicryl suture was used to close a simple extraction. One week later, the patient had developed an infection at the site of the extraction and presented with facial edema and tenderness. The patient did not have any significant medical history. The patient was treated with augmentin 500 mg. Po every 12 hours and recovered without further sequela.